Event description:
It was reported to technical services on (B)(6) 2012 that a short occurred during implant and it could be related to this lead. The lead will be replaced either way on (B)(6) 2012 by dr. (B)(6) at (B)(6) medical center. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).